Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventialtor; the device displays motor fault upon startup. The customer reported the engineer confirmed in the events log transducer fault and motor fault errors were indicated. The customer reported there is no patient involvement associated with the event.